Event description:
During an open reduction internal fixation metacarpal (orif), the distal one-fourth tip of the drill bit broke off. The fragment was retrieved. The surgeon then inspected the bone and the threaded drill guide, and found no further fragments to retrieve. Surgeon had another drill bit and completed the procedure with no further problem. There was approximately a five minute delay to surgery. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.